Manufacturer narrative:
Lot number - 18j010, 18k002, 18m035, 18n032, 19a002, 19b017, 19c017, and an unspecified lot number. Two (2) single-use devices were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the two returned devices. The devices were found to be conforming product. Photographs of two samples were also received for evaluation. Visual inspection of the photographs revealed that both devices had leaked into the bags that contained the products. The reported condition was verified. The location and cause of the leaks could not be determined from the provided photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 15 </noe> malfunction events. It was reported that fifteen large volume folfusors leaked. Four devices were leaking from the blue winged luer cap, two devices leaked from the fillport, seven devices leaked from an unspecified location, one device leaked between the tubing and the ¿implantable chamber¿, and one device leaked from the luer lock. Of the fifteen events, eleven occurred prior to patient use and did not involve a patient, two occurred during infusion and involved a patient with no patient consequences, one occurred during an unspecified process step with unknown patient involvement, and one leak was noted prior to use, but the nurse connected the patient anyway (no patient consequences reported). One event involved an (B)(6) male patient; patient identifiers are unknown for the remaining events. No additional information is available.